Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. The pacemaker was explanted and then used as an external temporary pacemaker. There were no additional adverse patient effects reported. The pacemaker was explanted.